Event description:
It was reported that the rv lead pacing impedance was out of range and pacing threshold was high. The lead was cut, explanted, replaced and returned for analysis.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of high lead impedance and high threshold could not be confirmed. The lead was returned in two sections 11.4 cm of the proximal connector end and 48.5 cm of the distal tip electrode. The analysis of the lead sections was normal. No electrical anomalies or internal shorts were identified. All damages found were consistent with that occuring at the time of explant.